Event description:
It was reported the discharge paddles were broken. No patient involvement reported at this time.

Manufacturer narrative:
Remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. No response was received, and the quote expired. No more information has been made available regarding the reported failure.